Manufacturer narrative:
Additional information provided in block b5. Block b3: exact date unknown, event occurred in august 2025.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced skin breakdown at the scalp which was located at the lead wound site. Therefore, the patient underwent a surgical procedure to revise the wound site however, the position of the leads was not altered. During the procedure, a plasma blade was used with the ground plate placed as far away as possible. There were no reported patient complications postoperatively. This event was previously reported. See MFR. Report 3006630150-2025-07167.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2025

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced skin breakdown at the scalp which was located at the lead wound site. Therefore, the patient underwent a surgical procedure to revise the wound site however, the position of the leads was not altered. During the procedure, a plasma blade was used with the ground plate placed as far away as possible. There were no reported patient complications postoperatively.